Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 'screw cap' was missing from a large volume infusor. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. Correction/additional information: d4 lot #, d4 expiration date, d4 UDI. H4: the lot was manufactured between april 4, 2023 and april 5, 2023. H11: the device was received for evaluation in an opened package. A visual inspection was performed and noticed that the fill port cap was missing from the device. The reported condition was verified. As the device was not returned in its original unopened package, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.